Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). Dual antiplatelet treatment (dapt) was administered. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
B5 updated with additional information received. H6. Patient coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was undergoing the procedure to treat a left internal carotid artery (ica) cavernous segment 4mm side wall aneurysm. Vessel tortuosity was minimal. There was no friction/resistance during the delivery of the pipeline. It was the distal end of the pipeline stent which failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed three times. No other steps or devices were used to open the pipeline which was not deployed/implanted. Ultimately is was decided to leave the small aneurysm untreated; another middle cerebral artery (mca) aneurysm was successfully treated. The cause of the pipeline failure to open was not determined. There was no obvious damage to the pipeline.